Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off and the customer had to reload the cartridge. Customer reported blood glucose (bg) level was 256 (mg/dl). A bolus via the pump was delivered to address bg level. Review of pump data by tandem technical support confirmed that the pump reached 10% battery however did not shut off. The customer received an empty cartridge alarm when the cartridge had 0 units prompting the customer to load a new cartridge.